Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): according to the investigator, there is a blue competitor guide wire stuck in the lead as evidenced by blue coating buckled and bunched up in the distal conductor. Also reported was the outer insulation pulled apart (overstressed) and the lead stretched.

Event description:
It was reported that during the implant procedure, the otw wire jammed in the lead resulting in lead separation at the connector pin and other possible internal damages. The device was not implanted. No patient complications have been reported as a result of this event.